Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the programmers display did not match with the touch pen and that the power cable storage bay assembly was damaged. It was further noted that the lower hinge was damaged. The touch pen was then replaced and calibrated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display did not match with the touch pen. It was noted that after the programmer was "constituted" (calibrated), the issue would recur after a day. It was additionally noted that the holding pin for the power cord storage section was broken. The device has been returned for service. There was no patient involvement.